Event description:
The clinic reported that during a prk treatment the laser shut down with about 5 seconds left in the treatment on the pt's left (os) eye. The surgeon completed the treatment at a different site on the same day without further incident. At 27 days the post-op examination revealed the pt's best corrected visual acuity (bcva) was 20/25 in the os eye and 20/30 in the right (od) eye. Pts treated for prk have an expected slower recovery. The pt's reported visual acuity is not unusual for prk treatments at one month following treatment.

Manufacturer narrative:
(B)(4). An amo field service technician examined the system at the customer location and found that the thyratron had failed. The thyratron was replaced along with the trigger board. The system was calibrated and voltages adjusted. The system met the devices specification upon completion of service. High voltage switching device (thyratron) and trigger board.